Manufacturer narrative:
Corley, j. A., zomorodi, a., gonzalez, l. F. (2017). Treatment of dissecting distal vertebral artery (v4) aneurysms with flow diverters. Operative neurosurgery. Doi:10.1093/ons/opx180 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the information provided in the article, there does not appear to have been any defect of the devices during use. The events occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. It should be noted that the pipeline device is contraindicated for use in the treatment of ruptured aneurysms. Per the instructions for use, "pipeline¿ embolization device should not be used alone as sole therapy for acutely ruptured aneurysms." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after pipeline implantation. The purpose of this article was to present the experience of treating dissecting distal vertebral artery (v4 segment) aneurysms with the pipeline embolization device (ped).the authors retrospectively reviewed the results of nine patients who underwent ped treatment of dissecting v4 aneurysms. Of the nine patients, six were male and three were female; mean age was 57.3 years. The article states that the following outcomes were observed: - patient 3 (male, (B)(6)) initially presented with a 5 mm pseudoaneurysm of the vertebral artery; a ped was placed. At the two-mon th follow-up, the patient had residual aneurysm and underwent retreatment in which a second ped. As of the 25-month follow-up, the patient had no residual aneurysm, a patent ped, and an mrs of 0. - patient 5 (male, (B)(6)) initially presented with a subarachnoid hemorrhage and 5 mm v4 artery aneurysm; two peds were placed. At the 16-day follow-up, aneurysm enlargement was observed and the patient underwent retreatment in which a third ped was placed. Three months later, the patient experienced an asymptomatic small perforator stroke; the article noted that this event was antiplatelet therapy related. As of the 13-month follow-up, the patient had no residual aneurysm, patent peds, and an mrs of 0. - patient 6 (female, (B)(6)) initially presented with a subarachnoid hemorrhage 10 mm v4 artery aneurysm; a ped and coils were placed. At the 8-month follow-up, angiogram showed complete occlusion of the vertebral artery; the patient's mrs was 0. The article did not indicate that any intervention was required.